Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. The tubing set was being used to deliver proleukin 3 million iu/day, with a volume to be infused (vtbi) of 144ml, at a rate of 1.5ml/hr, for the duration of 4 days, via a gemstar pump. The customer contact reported that the hemocare pt's family member started the delivery. No specific details were provided. It was reported that approx 5-6 hours after the delivery was started, an unspecified volume of solution leaked at the distal connection of the cassette and the tubing of the tubing set. The solution that leaked was cleaned up according to the user facility's protocol. The tubing set was replaced. It was reported that within 4 hours, a new solution was compounded and sent to the pt's home. After an unspecified length of time, the therapy was resumed. There were no reported adverse effects to the family member or pt and no reported delay of therapy critical to this pt. No medical interventions were required. No add'l info was provided.